Event description:
It is reported, the pt has had constant, moderate pain in the lateral upper thigh, swelling and clicking in the hip for the past four months. Blood tests show a cobalt level of 7.0, sedimentation rate of 34 and c reactive protein of 38. A (B)(6) MRI is scheduled for (B)(6) 2012. The surgeon recommends revision surgery.

Manufacturer narrative:
Device remains implanted. Additional info was requested and if received will be provided on a supplemental report.